Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the battery gauge was observed to be fluctuating. Customer's blood glucose was 108 mg/dl. Additionally, it was reported the insulin gauge was inaccurate. Customer reverted to manual injections for alternate insulin therapy.